Event description:
Device malfunction: difficulty retrieving filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure,the marker on the retrieval device could not be seen clearly under fluoroscopy due to the placement of stent. The retrieval catheter was pulled out without capturing the embolic protection device. A second retrieval catheter was used, successfully retrieving the embolic protection device. There was no adverse pt sequelae reported. Two days post procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. Eval summary : the device was not returned to abbott vascular for analysis and evaluations, which could have aided in performing fluoroscopy testing and confirmation. There were no anomalies to the catheter reported during the prior inspection. Per the emboshield instructions for use: "two pairs of indicator bands are provided along the catheter shaft. A proximal pair of indicator bands allows indication of the catheter tip position during advancement through the guide catheter and a distal pair indicates the proximity of the rx retrieval catheter exit port during catheter retraction. A radiopaque marker band is positioned approx 3.5cm from the distal tip on the outer sheath." These three sets of indicators allow catheter positioning during advancement and removal attempts. Factors which may contribute to difficulties visualizing the radiopaque marker during rx retrieval catheter placement include, but are not limited to, missing marker bands, stent design or strut thickness. Pt anatomical characteristics, procedural contrast concentration, visualization equipment and/or the angle of fluoroscopy. Marker band placement is 100% visually inspected and measured. Reportedly, the marker visibility was hindered due to stent placement and it is possible that pt anatomy also contributed to the observed product discrepancy. Based on the available info and without the returned retrieval catheter, a definitive cause could not be determined; however, the event does not appear to be related to a product deficiency. The reported incident is likely related to circumstances during the case and user technique. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.